Event description:
Customer reporting a complaint on product # 2532. Customer states that they have been having trouble over the last couple of months with the 2532. Patients can loosen the restraint easily when they pull on them. Customer is concerned this will keep happening. Customer also states the "new" material feels smoother and slides easier through the buckles/clip.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by the manufacturing site at the time of this report. Therefore, this report is based solely on the information provided by the customer. The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).